Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Follow-up was made to (B)(6) health and received confirmation as below. Gender: female; date of birth: (B)(6). They confirmed that, information populated in medwatch report no: (B)(4) was incorrect i.e., gender and date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during intra-op for a pre- operative diagnosis of osteoporosis. It was reported that the tip of needle broke inside cement bolus and was left inside patient. There were no patient symptoms reported as a result of this event. There were no complications to patient/physician were reported/anticipated. Additional information received on 27-aug-2020: it was mentioned that there is no revision surgery planned or scheduled as the broken tip was cemented in place. There were no patient complications reported as a result of this event. The therapy involved during this event was mentioned as kyphoplasty.